Manufacturer narrative:
The reported events of sensing issue, oversensing noise and failure to capture were not confirmed. Analysis found that a complete lead was returned in one piece measuring 52.5 cm with all tines intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited unspecified sensing issue, noise oversensing and failure to capture. The lead was exchanged during the procedure. The patient was stable in condition.